Event description:
It was reported that the customer's insulin pump was alarming no delivery. Customer states that they found the cannula bent on their infusion set. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Customer states the insulin did exit and device did not alarm. Advised customer device is functioning properly and to monitor. Customer's blood glucose level was 16.8 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No unexpected excessive no delivery alarms noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.